Manufacturer narrative:
The alleged broken ias12-100lpi is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 774,372 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: warnings: -failure to properly follow the instructions for use can lead to serious surgical consequences. Precautions: -use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, was being used during a robotic-assisted laparoscopic prostatectomy procedure on (B)(6) 2020 when the tip of the trocar was found to be broken. The customer was not aware of when the device was broken. The customer stated that no fragmentation fell or remained in the patient. Due to infection risk the customer discarded the device. The procedure was completed with an alternate same-like device. There was no report of delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.